Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The broken caster was replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported that a caster broke off the unit. There was no report of patient involvement.